Event description:
A customer reported obtaining an unexpected negative reaction with the capture-r ready-ID extend panel on galileo echo m00938.

Manufacturer narrative:
An immucor field service engineer performed the unexpected negative reactions checklist. The mirror was cleaned, camera focused, and color adjusted. The system was tested and operated within specifications with no problems observed. No additional sample was available for further investigation. The customer was also made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.